Event description:
Upon the manufacturer's consultant following up on a potential generator replacement patient, the last treating physician reported the patient had passed away, and reported that the patient's cause of death was sudep. Based on the available information, the manufacturer evaluated sudep, and the death is classified as probable sudep. No additional relevant information has been received to date.

Event description:
A copy of the death certificate was received and reports the cause of death as: immediate - cardiopulmonary arrest in a person with a seizure; due to or as a consequence of - disorder (of unknown etiology) and autism. Based on the available information, the manufacturer evaluated sudep, and the death is classified as sudep.